Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the auxiliary video processor (avp) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive the avp involved with this complaint to perform failure analysis. Failure analysis confirmed but could not replicate the reported complaint. Error 40068 was found upon reviewing the error logs. Upon visual inspection, no issue related to the reported failure was found. The avp was installed and tested on an in-house system, where the component functioned as expected. The system was programmed and started up without any error. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on failure analysis and field evaluation.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error 32209 occurred repeatedly when the system was powered on. The user rebooted the system but the issue persisted. Technical support engineer (tse) had the customer perform a hard power cycle of the system, but the issue persisted. Onsite was not available at the moment. Tse checked the event logs and found error 32209 with errors 317 and 40068. The procedure was aborted with no report of patient involvement.